Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test due to faulty force sensor resistor. No moisture damage noted on the electronics assembly. Unable to confirm the prime fill anomaly due to motor error alarm. However, the insulin pump passed displacement test, self test and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and cracked display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer stated the insulin was squirting out. The customer stated he was priming when the insulin squirted out during manual prime process. Customer stated they were not wearing the insulin pump during priming. During troubleshooting customer stated he insulin did not continue to drip after letting go of the act button. Customer stated they are unsure if the motor slowed down and numbers ramped up on the screen. The customer's blood glucose was unknown. Advised customer to discontinue use of insulin pump. The insulin pump will be replaced.